Manufacturer narrative:
A synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis without a stent. The stent was returned detached from the stent delivery system and was damaged the whole length with stent struts stretched therefore an od dimension could be taken of the stent. The balloon was reviewed via scope, there was no stent on the balloon. Balloon did not appear inflated/deflated with folds tightly wrap and crimped stent markings on balloon. A visual and tactile examination of the hypotube identified multiple kinks. Examination of the tip via scope found damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30nov2020. It was reported that difficulty advancing occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment but could not reach the desired location due to the calcium. The device was removed and the procedure completed with another of the same device delivered using a guidezilla extension catheter. No patient complications were reported and the patient condition was good. It was further reported that angiography confirmed that the stent did not dislodge inside the patient. However, device analysis revealed stent damage.